Event description:
Received information stating pt was hospitalized due to dka. Pt was released and readmitted on (B)(6) 2014. Pt was given subcutaneous insulin during the first hospitalization.

Manufacturer narrative:
No product has been returned for evaluation. Should new information become available, a follow up MDR will be submitted.